Event description:
It was reported that the patient presented at a follow-up in-clinic a day after initial implant. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited intermittent loss of capture. The lead demonstrated normal capture when the patient was in supine position but exhibited intermittent capture when lying on his right side. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the lead had dislodged.

Manufacturer narrative:
The reported events were dislodgement and intermittent capture. As received, a complete lead was returned in one piece for analysis. The reported event of intermittent capture was not confirmed. All tines were intact, and no anomalies were noted. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.